Event description:
On (B)(6) 2013, the patient underwent a trial procedure and rec'd a lead. It is believed the patient experienced a dural tear due to having a headache post-operation. At one point the headache had gotten worse, but the patient is doing better at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.